Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the adhesive around the objective lens was found peeling. Additionally, the distal had other damage present in the form of scratching. The video connector was found deformed with a cracked cover. The slide cover was also found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus endoeye flex deflectable videoscope loaner device, it was discovered that the adhesive around the objective lens was peeling. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens glue peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors, or user handling. Olympus will continue to monitor field performance for this device.